Manufacturer narrative:
(B)(4). Batch # r93k1h. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and a plastic bag with 4 unformed clips inside. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 15 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device lot r40m0u number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r93k1h number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, when the surgeon fired the device, the clips removed but they were not closed, so they did not seal the vases. There were no patient consequences. The surgery continued and ended successfully.